Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air. Tandem technical support educated the customer that they need to remove the residual air from the cartridge prior to filling it. There was no adverse impact to the customer's blood glucose level. The customer declined loading a new cartridge and continued using the current cartridge.